Event description:
It was reported by the patient¿s daughter that the patient had expired, and the implantable cardioverter defibrillator (ICD) was not related to the patient¿s death. The daughter stated the device was beeping at the patient¿s funeral service and the funeral home used a magnet on the device, but the beeping continued periodically. The patient thought the device was previously turned off at the hospital when the patient was pronounced deceased, and the device shocked the patient several times the day before the patient's death which was "unnecessary."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.